Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified peripheral artery. A 4.0 x 40 mm armada 18 balloon catheter was used; however, the balloon was only partially inflating as a leak was noted to be coming from the proximal shaft. Therefore, another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 1546 labeled. Internal file number - (B)(4). Correction - device code 1354 removed and replaced with 1546. Evaluation summary: a visual and functional inspection was performed on the returned device. The reported balloon rupture was not confirmed. A review of the lot history record identified one manufacturing nonconformity associated to the reported lot and relabeled lot that does appear to have contributed to this event. Based on review of the similar incidents, there is an indication of a potential lot specific issue. The investigation determined that the leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
***Subsequent to the initial report, additional information was received. The distal right femoral artery was treated, and it did not have any tortuosity or calcification. The 4.0 x 40 mm armada 18 balloon catheter was inflated 3 times at nominal pressure and ruptured at nominal pressure. A non-abbott balloon catheter (4.0x60) was used to successfully complete the procedure. No additional information was provided.